Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during a endoscopic vein harvesting procedure, the 7 mm extended length endoscope was not giving a clear picture. It looked as if there were some kind of fibers in the lens. The same unit was used to complete the procedure but with difficulty. The hospital did not report any pt effects. The product is returning.